Event description:
Additional information received reported the detachment area was kinked, and the coil was not damaged. The issue was not observed out of the box. No preparation was performed prior to the damage being observed. Observed in pre-op, the coil was not used after the issue was observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an axium coil that was found damaged/broken or prematurely detached. The patient was undergoing a coil embolization procedure to treat an internal carotid artery (ica) c7 segment ruptured saccular aneurysm. The aneurysm max diameter was 7mm and the neck diameter was 2mm. Blood flow was normal. Vessel tortuosity was severe. It was reported that the surgeon opened the axium coil packaged and found that the proximal detachment point of the coil device was kinked. It was indicated that the coil was separation/broken or prematurely detached. The pushwire was not bent/broken. There was no friction or other difficulty. The physician had not repositioned the coil, attempted to detach the coil, or rotated the delivery pusher. It was noted that the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU) but continuous catheter flush was not administered during the procedure. The coil was replaced to continue the procedure successfully. The coil was not implanted as it was described to be "in vitro". There was no harm or injury to the patient associated with this event. Additional information was received that the coil damage/break was observed pre-operation. The proximal end of the pushwire was secured in the guidewire clip when the package was opened. It was noted that the coil was not detached. There were no issues found in preparation. The cause of the coil break was not determined. It was noted that the coil was used during the procedure/in the patient's body. There were no issues that resulted in the damage that was found.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5 as found condition: axium device returned within a shipping box; within a sealed plastic biohazard pouch; within an opened axium inner pouch and within an introducer sheath. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The axium pusher was found bent at ~2.5cm and ~30.5cm from the proximal end. The axium implant coil was found still attached to the pusher. No damages were found with the implant coil. The implant was found unbroken as the tip was found still attached to the implant. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil kink/damage¿ and ¿coil separation/break¿ was not confirmed. The implant was still attached to the pusher and found undamaged. However, the pusher was found bent, however, the cause could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.